Manufacturer narrative:
The referenced unit was returned to the service center for evaluation. The unit¿s error log was reviewed and indicated the e433 error was recorded multiple times. Upon inspection and testing, the customer¿s reported issue could not be confirmed as the e433 error was not displayed. Externally, the foot switch socket is damaged. Also, cracks on the front panel were noted. Additionally, minor scratches on the housing and the front panel as well as minor dents on the front panel. The unit was purchased on september 2014 and was last serviced via repair in may 2018 for error e433 which was determined to be cause by a faulty generator board. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on physical evaluation results, the root cause of the reported error could not be conclusively determined. The service evaluation confirmed the error in the unit¿s recorded error log but was not able to confirm during testing. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed by the biomedical technician at the user facility that the high frequency electro surgical generator unit displayed an ¿e433 internal hardware message¿ that was observed during preparation for use. No patient injury or harm was reported to olympus. The unit was returned for service.